Event description:
On (B)(6) 2011, the patient underwent treatment for a thoracic aortic aneurysm with gore tag thoracic endoprostheses. On (B)(6) 2011, additional stent-grafts were placed to address a distal type I endoleak. The patient tolerated the procedure, and the endoleak resolved.

Manufacturer narrative:
Results: the manufacturing records review verified that the lots met all pre-release specifications. Additional device: tgt3415/#8247507.